Manufacturer narrative:
A review of the lot device history records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of that evaluation revealed a hole in the center of the lens. A review of the lot device history records is in progress.

Event description:
Consumer reported wearing lens for one day and experiencing discomfort and pain in right eye. Pain persisted even after removing lens. When eye pain did not subside the following day, the consumer visited a local eye clinic. Consumer reported that treating doctor noted scratches on the cornea of the consumer¿s right eye and prescribed tarivid ophthalmic ointment, tosuflo ophthalmic solution 0.3%, mucofadin ophthalmic solution. Five days later, the consumer visited the eye clinic once again and reported that the doctor noted their eye to be recovered. At this time, consumer resumed lens wear and inserted complaint lens once again. Consumer began to experience similar eye pain once more. Consumer removed lens and noted cracks in the center of the lens. Consumer is recovered. Medical documentation from the doctor was not provided.